Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that the drill heated up. The customer could not provide any further information. It is unknown if this event occurred during a surgical procedure, or if there was any patient involvement. It is unknown if there were any adverse consequences alleged with this event.